Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012, patient was implanted with lcp condylar plate and screw construct. Patient was returned to the or on (B)(6) 2012 for removal of distal femur hardware due to non-union of right femur fracture. Infection was documented on incision. The surgeon removed all hardware; the patient was revised with external fixator and with antibiotic cement spacer. Procedure was completed without complications. This is 5 of 15 reports for this event.